Event description:
The customer reported that his blood glucose reached "high" (>500 mg/dl) after wearing the pod for longer than 48 hours and that the cannula was no longer inserted into his skin. The pod was deactivated and discarded.

Manufacturer narrative:
The product was not returned for evaluation. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contributed to hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.